Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 9.0-10.5cm and 16.2-16.8cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.1-13.7cm from the distal tip. Internal insulation abrasion was noted at 7.4-7.7cm from the distal tip. The etfe coating was abraded at these locations.

Event description:
It was reported that when an asymptomatic patient presented in the hospital for a device change-out for a biv upgrade, externalized conductors were observed. The upgrade procedure was postponed. The upgrade procedure continued as planned two days after, and the lead was explanted and replaced at that time. The patient received no complications from the procedure.